Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported via voluntary medwatch mw5104825 that a spontaneous call from patient's husband who reports he is changing the cassette and tubing and got a high-pressure alarm. Spouse confirmed that all damps were open and there were no kinks in the line. Discussed with spouse that he could try back up pump and see if the same thing happened or try a new tubing. Spouse connected a new tubing set and was able to continue infusion with no issue. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported via voluntary medwatch mw5104825 that a spontaneous call from patient's husband who reports he is changing the cassette and tubing and got a high-pressure alarm. Spouse confirmed that all damps were open and there were no kinks in the line. Discussed with spouse that he could try back up pump and see if the same thing happened or try a new tubing. Spouse connected a new tubing set and was able to continue infusion with no issue. There was no patient injury reported.